Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from at the time of implant are unknown. It was reported that a recent CT scan showed that the aneurx bifurcated stent graft had migrated distally, resulting in a type ia endoleak. The aortic neck measures 29 mm proximally, then 32 mm and 39 mm distally over a length of 1 cm. In addition, the left common iliac artery had dilated to 60 mm in diameter, resulting in a type ib endoleak. The cause of the dilatation is disease progression. A 36/49 endurant cuff was implanted proximally; however, the endoleak remained after the procedure. A 16/10/199 endurant limb was implant in the left limb to treat the iliac aneurysm and endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Exact date of event is unknown.